Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. Based on the sample returned, the vps stylet body separated.

Event description:
The customer alleges that when it was time to remove the biosensor, it was stuck. The PICC had to be removed. Upon examination after removal, the PICC was coiled and biosensor had a knot in it. Clinician suspects something in the patient's vascular caused this, but wanted telelfex to examine the biosensor. There was no delay/interruption in the procedure. Blue bullseye was obtained. No patient injury or consequence.

Manufacturer narrative:
(B)(4). (B)(6). The customer returned one stylet for examination. No catheter was returned. A visual exam was performed and one loop/knot was observed approximately 44 inches from the proximal connector and one kink was observed approximately 50 inches from the proximal connector. The transducer was observed to be detached from the distal end of the stylet and was not present with the returned sample. The outer jacket of the stylet is missing and exposing the coaxial and ECG conductors. The returned stylet was measured and found to be within specification. It was reported when it was time to remove the biosensor it was stuck to the point the whole PICC had to be removed. Upon examination after removal, the PICC was coiled and the biosensor had a knot in it. A visual evaluation confirmed the returned vps stylet assembly contained one loop/knot and the distal end of the stylet was coiled. The visual evaluation also confirmed the transducer and some of the outer tubing was missing from the distal end of the stylet. (Con't) other remarks: the IFU for this product warns the user "arrow vps stylets are designed to be used with catheters with a minimum inner lumen diameter of 0.021 inches." No information is available regarding the catheter size used for the procedure. A DHR review was performed and did not reveal any manufacturing related issues. The probable cause of this event is undetermined as the size of the catheter used is not known. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause could not be determined.

Event description:
The customer alleges that when it was time to remove the biosensor, it was stuck. The PICC had to be removed. Upon examination after removal, the PICC was coiled and biosensor had a knot in it. Clinician suspects something in the patient's vascular caused this, but wanted telelfex to examine the biosensor. There was no delay/interruption in the procedure. Blue bullseye was obtained. No patient injury or consequence.